Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that it is not clear as what may have caused the various length measurements when measuring over guide wire (p/n 357.399) and as to why the blade length selected proved to be appropriate in this case. I find this complaint to be indeterminate at this time. The added time in extra measurement confirmation, results in surgical delay and is not addressed by the dcrm in sub-section a28 (windchill #(B)(4), version a.61). However, changing the dcrm is not justified at this time because the product is in the early stages of market release. The risks in the current tfna dcrm are based on extensive data from a similar predicate system (tfn), which has similar risks, designs, and intended use. The tfna dcrm will be monitored and updated as necessary after more data is collected according to the tfna post market surveillance plan (windchill #(B)(4)). Tolerance stack #147 (windchill #(B)(4)) for the measuring device was reviewed and is found to be inadequate because length measurement was not addressed. A stack will be created by pde to determine measurement accuracy. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure to implant the 380mm x 11mm 130 degree trochanteric nail with 90 mm helical blade for an intertrochanteric fracture in a (B)(6) female patient, the guide wire and measuring device measured long. Measuring device and guide wire method provided a length of 98mm. Surgeon then used a measuring tape and another guide wire, this time providing a reading of 92mm. Surgeon opted to use 90mm lag screw which proved to be the appropriate length as viewed in ap and lateral radiographic images. It was also reported upon locking the lag screw with the flexible screwdriver, surgeon was still able to rotate the screw using the t-handle. Surgeon opted to then lock the screw statically. The event did not cause any delays in procedure and the procedure was completed successfully with no harm to the patient. No additional information is available. This is from next generation trochanteric nailing system this is report 1 of 1 for (B)(4).